Event description:
Elderly female with history of hypertension, atrial fibrillation and recent shortness of breath. While preparing for a heart cath, the cook fixed core wire guide was bent upon taking it out of the package. Device was not used on the patient.